Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose was 325 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.